Event description:
Customer received results of 25.4 mmol/l and 10.4 mmol/l on the mobile system, and a result of "around" 8 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system. Will not be returned to manufacturer.